Event description:
Customer's wife reports back to back testing on the advantage system with results of: 1. 250mg/dl to 90 mg/dl, 2. 90mg/dl to 175 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.